Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted into the hospital due to a driveline infection. Cultures of the drainage were taken; however, the results were not provided. The vad coordinator was unsure of the stage of the infection. The patient is currently being treated with intravenous antibiotics and is improving. No additional information was provided.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going on vad support. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year, 8 months. The patient remains ongoing with the implanted device. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.